Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion located in the right renal for treatment of instent restenosis. After accessing the lesion with a spartacore guide wire a 3.5x15 mm trek balloon was inflated at 8 atmospheres for predilatation. An attempt was made to advance the 3.5x19 mm graftmaster stent delivery system (sds) over the guide wire; however, the sds stuck with the guide wire. The guide wire and the sds were removed together as one unit out of the anatomy. An attempt was made to retrieve the sds of the guide wire; however, it was very tight. After pulling successfully on the sds the devices separated; however, the distal catheter shaft of the sds was twisted and not in the correct shape. A new spartacore guide wire and a 3.5x16 mm graftmaster sds was used with good result. No adverse patient effects were reported. No additional information was provided.